Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H6 health effect, clinical code: code e2402 utilized; appropriate term is not available for the report of 'rough surgery'.

Event description:
It was reported that vns stopped working for the patient and they began having over 100 seizures/day. It was noted that the patient underwent explant due to MRI precautions and they had a 'rough surgery' that lasted a lot longer than expected. In recovery, the patient had low oxygen. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.